Manufacturer narrative:
Device evaluation of monitor has been completed for an unrelated issue. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. As received, the front response button cable was loose. The cause of the non-functional response buttons was a loose cable in the j1005 causing the faults. The root cause of the loose cable cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.